Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was not returned; it was discarded. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, a response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had blurred vision. The patient's astigmatism continued to progress after implantation. Visual acuity pre-operative and post-op was 20/60. Therefore, the intraocular lens (iol) was explanted. The lens was discarded. An incision enlargement was required, however, there were no sutures or vitrectomy required. Lens was replaced with a different model and diopter as a replacement. Reportedly, the patient's uncorrected visual acuity is 20/100 with edema as the patient has not healed yet. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.